Event description:
It was reported that the device was not producing any energy to the wand. It would not cut/remove tissue. The procedure was completed with a competitive device (medtronic debrider) after a delay of 20 minutes. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the subject controller revealed there was no power output to a known good wand due to the failure of an electronic component inside the subject controller. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event include: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. Failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Device returned for evaluation. Device evaluated by the manufacturer.